Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation of the device, no apparent damage or anomalies were observed. After a thorough analysis, mentor was unable to confirm the reported event. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-aug-2020, it was found that product return was omitted on the previous report. The suspected medical device was returned for evaluation on 18-aug-2020. The relevant fields have been updated. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right-sided capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with two unspecified mentor gel breast implants and experienced postoperative bilateral rupture and right-sided grade IV capsular contracture. The diagnosis of capsular contracture was made on (B)(6) 2020. As a result, the patient underwent bilateral removal with replacement with two 425cc mentor memorygel breast implant prostheses (catalog #: 3504251bc, left serial #:(B)(4), right serial #: (B)(4) on (B)(6) 2020. Upon explantation, the bilateral rupture was observed. This report is for the left-sided prosthesis.